Manufacturer narrative:
The device was not returned for analysis. Hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The reported event could not be confirmed as the cause of the event could not be definitively determined. MDR related to this event: 2029214-2016-00465 2029214-2016-00466 2029214-2016-00467.

Event description:
Citation: jiang sw1, wang hr1, peng y2 et. Al. Mechanical thrombectomy by solitaire stent for treating acute ischemic stroke: a prospective cohort study. In this study we report a single center experience in (B)(6) patients with acute ischemic stroke who underwent mechanical thrombectomy using solitaire stent thrombectomy device. From december 2010 to march 2015, 83 patients who underwent mechanical thrombectomy. The mean patient age was over 60 years (range (B)(4)), and male patients accounted for 60.2% of the pool. One case was reported to have experienced a subarachnoid hemorrhage (sah) and died during hospitalization. Five patients died due to a subarachnoid hemorrhage after successful recanalization of the middle cerebral artery (mca).